Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer countback error occurred. A technical support specialist reset the cubex app as the app did not have a retry button. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medflex 1000, drawer count back error occurred. The customer reported that the malfunction occurred when the user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.